Event description:
During blood glucose monitoring on 11/5/02, pt experienced very high sugar readings so they adjusted their insulin to bring down their sugar level. In the next morning, pt also adjusted insulin for the extremely high reading, and left for work. Approx. 45 mins. Later, and 5 mins. From work, paramedics found pt in car unconscious and found that their blood sugar level was down to 29. Pt awoke in the e.r. With extreme bruising on their shoulder and chest and a lacerated tongue that required 4 stitches. Pt's 2 month old car was totaled even though pt doesn't remember anything about the accident. The day after accident pt did testing on the glucose monitor and found that by using brand new test strips, rather than the ones pt was using, pt got a completely differenct reading and they determined that the test strips they were using must have been defective.